Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the center button of the insulin pump was unresponsive. Customer¿s blood glucose level was unknown. The block mode was inactive. Customer reported that the keypad was unresponsive after exposed with moisture. Customer reported that the number was not ramping on screen. Customer states the scroll bar was not moving with no input. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Insulin pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Insulin pump also received with cracked select button keypad overlay.